Event description:
It was reported that the customer was transporting the device from one department to another department and accidentally the device had impact with a hard surface for which external paddles and paddle tray assembly physically broke. The device was unable to deliver a shock due to this physical damage. The device was not in use on a patient.